Event description:
A malfunction was reported on a pump after it fell off during a workout, shortly before the malfunction occurred. The customer's blood glucose level was not adversely impacted, remaining below 500 mg/dl. Technical support arranged to replace the pump with an updated version and provided instructions for returning the faulty pump, confirming the customer understood the process, including using storage mode and ups return.